Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate atrial tachy response (atr) due to oversensing of the ventricular signal on the right atrial (ra) lead. In these atrs there appears to be loss of capture (loc) on the left ventricular (lv) lead, then the native right ventricular (rv) wave falls into blanking zone causing undersensing on the rv lead, leading into no blanking period to cover of the farfield signal in the atrium. The inappropriate atrs would be mitigated with consistent lv capture. Boston scientific technical services (ts) indicated evaluation of lv threshold versus output is needed. This crt-d remains in service. No adverse patient effects were reported.